Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with motor error alarm during rewind due to excessive axial play. Unable to perform displacement test due to constant motor alarm.

Event description:
The customer reported that the insulin pump alarmed an error. The blood glucose reading was 129mg/dl. Troubleshooting was performed. Assisted the customer to run the displacement test and the test failed. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.